Manufacturer narrative:
A segment of driveline cable (B)(4) was returned for evaluation. Various analysis was conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed two electrical fault alarms with a fault status '0x0200' indicating 'sys_rear_over_current_trip' recorded on (B)(6) 2017 at 19:45:01 and 20:07:50. These alarms were likely the result of the driveline wires making contact with each other leading to an electrical short of the rear stator. The first electrical fault cleared within 9 seconds at 19:45:10; however, the second electrical fault did not clear immediately leading to single stator operation. As a result, a high watt alarm was logged on (B)(6) 2017 at 20:07:53 and was cleared (B)(6) 2017 at 20:08:05. Log files indicate the pump was operating on single stator from the onset of the second electrical fault at 20:07:50 through data point logged on (B)(6) 2017 at 21:56:45. The following data point on (B)(6) 2017 at 22:13:33 showed the pump to be operating on dual stator. No alarms were logged after the pump started to operateon dual stator. Visual inspection and on-site inspection revealed extensive damage and discoloration of the driveline outer sheath and driveline strain relief. The strain relief portion of the connector was missing, and all wires were exposed. A driveline splice repair was performed to mitigate the reported conditions. Medtronic mcs/heartware had initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage and discoloration is exposure to uv light. The most likely root cause of the initial electrical fault alarms can be attributed to an electrical short of the rear stator wires as a result of the damaged driveline strain relief. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (strain relief recessed out of connector). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was admitted on (B)(6) 2017 for electrical faults and high watts' alarms. It was stated that the patient was stable. It was reported that the log files showed two electrical faults indication over current tip on rear. Also, stated that the strain relief appeared broken with conducting wires exposed. Outer sheath showed to have multiple breaks. On 04/24/2017 the manufacturer representative performed a service repair on the patient. It was stated that the patient did not need any prep for the procedure. A splice procedure was successful, requiring two pump off times each lasting approximately 5 second. No additional information available.